Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408740; model: sc-2408-74; serial: (B)(4); batch: 20729758/20729758.

Event description:
It was reported that the patient was experiencing ineffective therapy. No device malfunction was suspected. All device components were explanted and will not be returned.